Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue. Reportedly, the customer was using u-500 insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.